Event description:
The customer stated they received a blood glucose result of 480mg/dl at 9:43 and took 7 extra units of medication at 10:30. The customer stated they passed out at 12:30. The customer woke up at 2:44 and tested and received a result of 44mg/dl. The customer stated they fell back to sleep until 4:00. The customer stated they went to the store and got something to eat. A 5:00 they received a result of 26mg/dl on a different device. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.